Event description:
Procedure type: lap gastric bypass. According to the reporter: the balloon tip trocar reducer cap came off and dropped on the floor. This 5mm seal of instrument broke off after it was inserted into the pt. The valve then would not maintain pneumoperitoneum. Another device was opened and worked beautifully.

Manufacturer narrative:
(B)(4).